Event description:
It was reported that the device would not power on with ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed originally evaluated the device and verified the reported failure; however was unsuccessful at repairing the device. Physio-control then evaluated the device, replaced the power supply module and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.